Manufacturer narrative:
The insulin pump was received with moisture damage to the motor and electronic assembly. However, the insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor functioned properly during our testing and no motor error alarm or drive motor anomaly noted; the motor was tested outside of the device and passed. The insulin pump was able to upload using pro. No radio frequency communication anomaly or connection anomaly noted during our testing. The insulin pump had had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was dropped in the water. Device alarmed motor error alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.